Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) female pt's electrode belt was not connecting and communicating with her monitor. The pt was fitted with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (not connecting and communicating monitor) has been confirmed. Upon investigation the electrode belt's trunk cable connector was unable to securely latch to a monitor, likely causing the reported communication problems. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.